Event description:
It was reported that the surgeon impacted the trial/handle assembly and the threaded interface fractured. The surgeon used a cobb elevator to remove the trial and successfully completed the surgery.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This failure mode has been identified as being related to loosening of the trial from the handle and possible joysticking motion while removing the assembly from the body.